Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear. No specific blood glucose values were reported. Reported symptoms included severe stomachache. The patient sought medical attention and was hospitalized, where he was diagnosed with diabetic ketoacidosis. The patient was unable to recall the treatment received during hospitalization but stated that hospital staff updated his therapy settings on the omnipod controller. The patient was discharged on (B)(6), 2026.